Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2017 due to a non-diabetes related sickness. Her blood glucose at the time of admission was 577 mg/dl. Prior to the hospitalization, she was off of the insulin pump for less than 48 hours. There were no details provided regarding symptoms or treatments of her high blood glucose. However, the customer did have her insulin pump available while hospitalized; she brought the device in her purse. The customer's x-rays were normal. Troubleshooting did not occur, but the customer mentioned that her battery cap was damaged and difficult to remove. The insulin pump was not returned for analysis.